Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized symptomatic. No further information was provided if the patient unwell being was related to cardiac event. Attempt to obtain additional information from the field was unsuccessful. The device remains in service. No additional adverse patient effects were reported.